Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause, device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. The initial report was sumbitted with the fr number 9710014-2024-001000. The correct MFR number is 9710014-2024-01000.

Event description:
Last month, the user experienced a head trauma which affected the hearing performance with the device. Re-implantation is considered. No date has been scheduled.

Event description:
The recipient experienced a head trauma which affected the hearing performance with the device. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause, device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. The initial report was sumbitted with the fr number 9710014-2024-001000. The correct MFR number is 9710014-2024-01000.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report. The initial report was submitted with the fr number 9710014-2024-001000. The correct MFR number is 9710014-2024-01000.

Event description:
The recipient experienced a head trauma which affected the hearing performance with the device. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected. Last month, the user experienced a head trauma that completely damaged the device. Re-implantation is considered.